Event description:
It was reported that during a partial gastrecotmy procedure, the device delivered an incomplete staple line. A new device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 8/23/2006 information anticipated, but unavailable at this time.